Manufacturer narrative:
No anomalies were found in any of the samples received from the customer for needle, safety 25gx1" (hinged style), ref (B)(4), lot csoe04-01. The reported condition needle tip protruding from the safety shield was not confirmed in the received samples.

Event description:
Customer reported that while trying to expel air from the needle, they noticed the tip protruding from the safety shield.

Manufacturer narrative:
The needle were detected prior to patient use. Based on the investigation, no abnormality was found in the batch records or archived samples. All functional test met the specification requirements. The reported defect was determined to be an isolated incident caused by a sheath misalignment during the crimping process, leading to tip exposure. Appropriate corrective action has been implemented through operator retraining to reinforce process requirements and prevent recurrence additionally, our risk evaluation, conducted in accordance with iso 14971, indicates that the residual risk associated with this failure mode is low.no trends related to this issue have been identified during our track-and-trend analysis.